Event description:
It was reported that the core universal driver ran without user activation during a case. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.